Manufacturer narrative:
Continue: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional contacted stating "we want to report a complaint on one device for patient in the subject of the email". Later contacted back reporting "implant rupture" and "capsular contracture baker grade ii". This record is for the right side. The device was explanted.